Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. No scratches or indications of contact with an object were found with the probe and the grasping section. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. When the probe check with usg-400 and td-sb400 owned by aomori olympus was performed, no abnormality occurred. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure, an unspecified error occurred and the user became unable to use the subject device. There was something wrong with the tissue pad. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to omsc for evaluation. On march 18, 2021, omsc found that the tissue pad was partially separated.